Manufacturer narrative:
Customer report was confirmed. Leakage was found at inflation lumen due to ruptured balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. Both pressure and infusion lumens were patent without any leakage. Unit is sent to accellent for further evaluation. Visually, there is no evidence of the device back bleeding. Back bleeding is when the blood gets past the passive valve on the y assembly. The passive valve is designed to accept a guide wire but it should seal around the guide wire with no blood getting into the contamination guard. There is no evidence of this on this device. Visually there are kinks in the device shaft and one in the bellows just after the strain relief. Water was introduced through all of the device lumens and the water flows from where it should. A leak was detected in the balloon during functional testing. It has been noted that the balloon has a large hole in it and is torn in appearance. The balloon material is more to one side than the other which indicates that the balloon was inflated until it burst. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Problem with the endopledge sinus. It kept bleeding during the case. Investigation upon receipt of the device reveals that the issue was a burst balloon.